Event description:
Technician alleged that the head up is not working. No pt impact.

Manufacturer narrative:
The technician found that the solenoid wire was not making proper contact. The technician reseated the solenoid connection to resolve the issue.